Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a visceral artery aneurysm, the cerenovus sales representative was informed that there was damage issue related to the complaint device. Continuous flush was maintained. On (B)(6) 2023, the following additional information was received. It was reported that guiding catheter(s), microcatheter(s), and microwire(s) were used together. Coil embolization was initiated and several competitor coils were implanted. When the complaint coil, a 20mm x 60cm deltafill 18 (dlf182060 / 30871965) was used, the entire coil was inserted. When the physician attempted to detach the coil, it did not detach. A part of the coil came back into the microcatheter and the physician removed the complaint coil and the complaint cable, an enpower control cable (ecb00018200 / 30975218) and replaced with a competitor coil and the procedure was completed. There was no negative impact on the patient. On 04-apr-2023, the following additional information was received: ¿the physician thought it [the coil] had successfully detached and pulled the device positioning unit (dpu), but it did not detach and the coil got stuck in the microcatheter. No product damage occurred.¿ based on the additional information received on 27-mar-2023, that the complaint coil did not detach, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. D.2b: procode is krd/hcg. E.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30871965) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach and resistance/friction are known potential issues associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-may-2023. [Additional information]: on 11-may-2023, the following additional information was received. The information indicated that the coil was sucessfully removed from the patient. The coil was not stretched when it was removed; no damage was reported. The coil was still attached to the delivery system when it was removed from the patient. A pre-deployment electrical check was performed. The low battery light and the fault light were not seen during the procedure. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate ad the audible signal beep was not heard. All connections fit without the application of excessive force. Section e1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.